Event description:
It was reported that during follow up after making some programming changes to enhance biv pacing, the device showed post-paced t-wave oversensing. The patient was asymptomatic and did not receive any therapy during oversensing. Programming changes were made and device remains implanted. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.